Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The product involved in the reported incident was returned to one of our b. Braun facilities and the device was evaluated by a qualified technician during the investigation. When the pump was evaluated, the reported issue was observed. While the event reported was observed on the device, our evaluation indicated that the failure was not attributed to a b.braun process or product failure, and that potential misuse or mishandling of the device or device components were more likely to cause the failure mode to occur. Note: customer declined repair. Device returned in unrepaired condition.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: cover - not functioning, blinking red light, and smoking.